Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer filled the cannula with 0.7 units (u) instead of 0.5u. There was no reported adverse impact to the customer. Reportedly, customer changed the fill cannula amount successfully.